Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the consumer stated that there is no insulin flow during priming. Date of event : unknown. Samples : available.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the consumer stated that there is no insulin flow during priming. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/4/2021. H.6. Investigation: customer returned (85) open 32gx4mm bd pen needles from lot# 0238851. The consumer reported that there is no insulin flow during priming. All 85 returned pen needles were examined, and it was observed that 28 exhibited a bent non-patient end (npe) cannula and 37 exhibited a broken npe cannula. The remaining 20 samples exhibited a straight npe cannula and were tested for flow using a test pen injector: all 20 were able to expel properly. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 85 samples were returned after use, the probable cause of the bent and broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.